Event description:
It was reported that the implantable cardioverter-defibrillator (ICD) exhibited high high-voltage impedance. No programming changes were made. The patient's status was stable, and will continue to be monitored.